Event description:
It was reported the patient had a seroma in pump pocket. The surgeon opened pump pocket and drained the seroma. The health care professional (hcp) disconnected the catheter from the pump and then reconnected it to be certain it was properly attached. The catheter was aspirated without difficulty. The pump pocket was then closed and the catheter was re-primed with drug. The catheter was aspirated through catheter access port (cap) to confirm patency. The patient¿s status at the time of the event was alive ¿ no injury. The patient was doing very well and had good pain relief at the time of report. The pump was used to infuse dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).